Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the cgm value was 300 mg/dl, and a bg finger stick value was 168 mg/dl. The patient had visual disturbances and was not seeing correctly. He called out to his spouse and although a second bg finger stick value by the spouse was below 100 mg/dl, and the exact value was not specified. He lost consciousness after the second value was obtained. No treatment details were specified on third party treatment by the spouse, and there was no report of medical intervention at the hospital. The spouse reported the event the day after it occurred and attributed the event to the insulin pump infusing insulin based upon inaccurate cgm values. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.